Event description:
It was reported that on (B)(6) 2024, the patient underwent an orif surgery for an ankle fracture. The process went smoothly until the insertion of the tibia screw. The silver guide tube was pulled, but the fibula link could not be deployed properly. When the surgeon pulled the silver tube a little harder, the silver guide tube came off along with the gold tube. The fibulink was removed since it was difficult to back the tubes to the fibulink. The surgeon used another same product. That product was able to be inserted without any problems. The surgery was completed successfully within 30 minutes delay. The surgeon commented it was difficult to find the right amount of force to pull the silver guide tube. The patient was reported as stable. This report involves one (1) fibulink(r) syndesmosis repair kit/ti. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h4, h6: part # fgs-1100. Synthes lot # 22e013. Supplier lot # 22e013. Release to warehouse date: 27 jun 2022. Supplier: (B)(4). No ncr's generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H6 component code: g07002 (appropriate term/code not available) used to capture no findings available due to no product returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.